Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution.

Event description:
It was reported 169 days following a coronary artery durg eluting stenting treatment procedure a re-intervention of the target vessel occurred. The index procedure treated a lesion in the mid right coronary artery (rca). The de novo lesion was 80% stenosed, 3mm in diameter, 28mm in length and was moderately tortuous. The physician direct-stented the lesion with a taxus liberte 3.00x32mm stent deployed at 16atms. The stent was not post dilated; however, the results were 0% residual stenosis with timi-3 flow. The patient was discharged the following day on aspirin and clopidogrel. At 169 days after the index procedure, the patient underwent a re-intervention of the target vessel. There was 80% stenosis in the proximal rca. The physician resolved the stenosis by implanting an unk size taxus liberte stent. The patient was taking aspirin and clopidogrel at the time of the event. Per the investigator, this event was "unrelated" to the taxus liberte stent. This product is only ous approved, but it is similar to a marketed us device.